Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking ¿between the first y and the first clamp¿. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. However, a non-baxter clamp was received attached in the tubing. Functional testing was performed. During under water pressure testing, it was noted that there was a leak in the tubing due to a small cut (hole). The leak was replicated using the non-baxter clamp that was attached to the tubing. The reported condition was verified. The cause of the condition was undetermined; however, the condition could be generated by the non-baxter clamp attached to the tubing during the product handling by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.